Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: curved opening, broken plug strap, fold creases, white calcification (20%) in shell, around 25-50% of the plug strap is missing. Leak test and microscopic analysis was performed which identified: a curved striated opening in fill channel assessed as surgical damage, broken plug strap with striated edge assessed as surgical damage consist in the use of some surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a broken plug strap with striated edge assessed as surgical damage consist in the use of some surgical tool, a curved striated opening assessed as surgical damage consist in the use of some surgical tool, and a missing plug strap that is assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.